Event description:
It was reported that insulin pump alarmed motor error. Customer's blood glucose reading is 423 mg/dl. Customer stated that the drive support cap is flush. Displacement test passed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. No motor error alarm noted. Dried insulin found on the motor slide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.